Event description:
It was reported to arjo that a nurse suffered an electric shock after she touched damaged battery charger. The injury sustained due to an event was a slight burn on one finger treated with flamazine. During an on-site visit, an arjo technician checked the involved device and found that the charger had cracked cover. During the interview, the customer admitted that the charger was broken before the event occurred. The cover was incomplete, and there were visible parts inside. The customer secured the broken charger with white tape instead off removing the broken part from use.

Manufacturer narrative:
The instruction for use (IFU- 04.km.00/1gb) informs that: ¿unauthorized modification on any arjo equipment may affect its safety. Arjo will not be held responsible for any accidents, incidents or lack of performance that occur as a result of any unauthorized modification to its products. ¿warning: if any doubt about the correct functioning of the maxi move, withdraw it from use and contact arjo service department.¿ ¿do not attempt to open or tamper with the charger unit in any way, for any repair the charger must be sent to the manufacturer¿ based on the above, it was concluded that the electric shock occurred when touching the damaged cover of battery charger. The nurse was using the lift charger at the time when the event occurred. The device was malfunctioned (the charger cover was cracked) therefore the device did not meet specification. The complaint was assessed as reportable due to allegation about the electric shock (non-serious).